Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated that the sensor failed around 3:00pm. Around 5:00pm, the patient's blood glucose reading was 27 mg/dl. It was reported that the patient could not speak and was taken to the hospital. The patient was provided unspecified IV and a "bag of sugar". The patient stated they also received oxygen. At the time of the report, the patient was able to speak and was transferred to a hospital room with normal bg readings. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found.

Manufacturer narrative:
(B)(4). Health effect - clinical code - e0131 speech disorder. Diabetes mellitus is a known cause of hypoglycemia.